Event description:
According to the reporter, during a laparoscopic colectomy, three different staplers from the same batch were used by the different operators. All three staplers malfunctioned. There was no stapling during rectal section and was impossible to fire. Used another company's device to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.